Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 42.83 miu/ml. The patient took a rapid hcg test and the result was negative. The sample was repeated 5 times and the results were 0.871 miu/ml, 4.77 miu/ml, 10.19 miu/ml, 5.93 miu/ml, and 0.101 miu/ml. No questionable results were reported outside of the laboratory. The reagent lot is 643770. The expiration date was requested but not provided.

Manufacturer narrative:
The customer stated maintenance was up to date. Instrument performance testing from (B)(6) 2022 was within specification. The investigation did not identify a product problem. The root cause of the event could not be determined.